Manufacturer narrative:
(B)(4). Concomitant medical products: 0100185148, hd adapter xl/+8 12/14-18/20, unknown, 00784800300, modular neck s 12/14 neck taper, 60762570, 0100214154, durom us acet cmpnt 54/48 n, 2358600, 0100181480, metasul large diameter hd 48/n, 2385171. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient has been experiencing shortness of breath, pain in fingers, and high metal ion levels for a year. The patient has been scheduled for a revision procedure due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.